Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for system implant procedure. During the procedure, the physician unsuccessfully attempted to place a novel left ventricular lead in the patient as the distal pin of the lead failed to be inserted into the testing tool. It was alleged that the lead was abnormally large in diameter and the testing tool was unable to connect to the lead header. The procedure was completed using an alternate lead on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The reported events of is-4 connector sleeve would not fit the lead and lead was swollen/too big were confirmed. As received, a complete lead returned without the connector sleeve. Final analysis found that the connector boot appeared to be larger in one area. The lead connector did not pass insertion testing into a test is4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. It was determined that this contributed to the sleeve insertion failure.